Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's buttons were stuck and the screen was blank. The customer's blood glucose level was reported to be 180mg/dl. It was reported that the device alarmed for button error. It was reported that the button was pressed and will not depress and appears to be stuck. It was reported that the device would have to be replaced and returned for analysis. It was reported that the customer would contact their local office to go about returning and replacing the device.